Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Update (B)(6) 2019: spoke to rep. Patient was revised due to loosening of the femoral stem. Rep could not determine if the cement used was stryker cement. A size 5 accolade c stem, 36 -2.5 v40 biolox head, and 36e 0° liner were revised to a restoration modular stem construct, 36 +0 v40 biolox head, and a 36e 10° insert. Rep confirmed there were no allegations against the insert, it was revised prophylactically to ensure stability. Rep reported that x-rays, medical records, and additional information are not available.